Event description:
Additional information received reported that the patient felt stimulation when the device was first turned on, but after it was on for a while the stimulation sensation would go away. The reporter stated that impedances were all within normal range. It was reported that stimulation was on. The reporter stated that the changes in stimulation started over a year ago and recently worsened. It was noted that the patient had several surgeries since then, including intestinal surgery, intestinal revision surgery, and spine surgery. Stimulation was not turned off during the procedures and electrocautery was used. It was noted that the patient had not been reprogrammed in about three years, and reprogramming would be done to see if it helped the issues. Five days later, it was reported that impedance on electrode 0 was elevated but within normal range, and the patient's programs did not utilize this electrode. The reporter stated that the cause of the issue was lack of patient understanding. It was reported that the patient would briefly feel stimulation when the device was turned on but the sensation would quickly 'fade away.' Amplitude was increased slightly and the patient noted that it felt 'good.' The reporter stated that the patient had not used the patient programmer in three years and thought he could turn the device on and it would work by itself. No interventions were taken or planned, and the patient was receiving effective therapy. Additional information has been requested but was not available as of the date of this report.

Event description:
It was reported that for the last past couple of months a patient had been having pain in his right abdominal area where the device had been implanted. It was stated that the stimulation turned itself off and on. Patient's device was about 1/2 charged, and the patient was unable to feel any stimulation, but if he charged up to full, he was able to feel the stimulation. No fall or trauma to the area was reported. In the past year, it had happened 3 times, bruising had occurred where the leads sit, by patient's hip joint area. It was also reported that device charging was "more than expected." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)